Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with suspicion of premature battery depletion (pbd). This device was replaced and is not expected to be returned as the physician has thrown it away. No additional adverse patient effects were reported.